Event description:
It was reported that the insulin pump alarmed no delivery during a basal delivery, which was resolved by a complete infusion set, reservoir and insulin change. The blood glucose reading was 10.3 mmol/l. The caller declined to return the infusion set and reservoir for analysis. The delivery anomaly was resolved by the set change. The caller also reported that there were no significant events leading to the alarm. It was also reported that the insulin pump had cracks by the battery compartment. The caller was unsure how the damage had occurred. The most recent blood glucose reading was 7.9 mmol/l. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.